Event description:
Customer received the following aviva combo system 1/aviva combo system 2 results within 10 minutes: 421 mg/dl and 160 mg/dl; 519 mg/dl and 180 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 493518, expiration date 08/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.